Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was working, then completely stopped energizing. They switched cords and it worked intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was working, then completely stopped energizing. They switched cords and it worked intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation 03/05/2020. An investigation was conducted on 03/18/2020. The cannula was returned with the harvesting device. There were signs of clinical use and evidence of blood on both the cannula and harvesting device. There were no visual defects with the cannula. There was charred tissue observed on the heater wire on the harvesting device. The jaws and the silicone on the jaws were observed to be intact, with no visual defects observed. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. Based on the returned condition of the device and the results of the evaluation, the reported failure "electrical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was working, then completely stopped energizing. They switched cords and it worked intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.